Manufacturer narrative:
The unit had an intermittent button response on the up arrow button due to corroded keypad traces. The unit had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report an unresponsive button. The customer's blood glucose level was unknown. No further details were provided.